Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a dental needle. The customer reported injecting the first and second shot of novocain without issue, and as she was injecting the third shot, the customer stated the pt moved or jerked, causing the needle to separate from the hub. The customer reported she was unable to retrieve the needle which was located in the lower left gum. The customer referred the pt to an oral surgeon that same day and a visit was scheduled with the surgeon for (B)(6) 2010. The customer reported the oral surgeon was also unable to retrieve the needle from the gum. On (B)(6) 2010, the customer stated through a conference call with the oral surgeon, the surgeon stated the pt was going to be seen by the oral surgery department at university of (B)(6).

Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.